Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, while the physician was trying to close the snare around the polyp, the handle cannula detached, preventing the snare from closing properly. The physician was able to remove this device and successfully use another sensation micro oval snare to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.